Event description:
N/a

Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h10 the duragen 2x2 1 pack ce (id2201i) was not returned for evaluation and lot number information has not been provided; therefore, failure analysis is not possible, and device history record (DHR) could not be reviewed. However, an assessment of the reported event was performed by medical affairs which concluded the following: ¿devoid of additional information i.e., timeline, course, etc., there is insufficient evidence to suggest bovine allergy or inflammatory response causal to the device. Duragen is manufactured via a proprietary process designed to remove antigenic components. Collagen or (atelocollagen) is composed of a triple helix structure region and antigenic non-spiral peptide regions at both ends. The region of the triple helix structure is characterized as having low antigenicity, and the region of the non-spiral peptide ends are characterized by high antigenicity. Duragen is considered as an ¿atelocollagen¿ i.e., a substance that has been reduced in antigenicity by cutting and removing the highly antigenic peptide region.¿ root cause based on the information provided and lack of sample availability for evaluation, the complaint is considered unconfirmed. There are controls in place during the process such as gowning practices, manufacturing/packaging-control rooms (iso 7), area and product monitoring, bioburden program, bacterial endotoxin test (bet) at different steps of manufacturing and to the finished good (fg) product, and a validated overkill approach terminal sterilization cycle. All duragen product are supplied sterile, in single use, double peel packages. Contents of the package are guaranteed sterile and non-pyrogenic unless the package is opened or damaged. Additionally, possible complications can occur with any neurosurgical procedure and include cerebrospinal fluid leaks, infection, delayed hemorrhage, and adhesion formation. The root cause of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the duragen 2x2 1 pack ce (id2201i) was used for unruptured aneurysm clipping surgery. The cause is unknown, but the patient subsequently had an inflammatory reaction on an unknown date. Duragen was removed, and after removal, the patient's symptoms subsided.